Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized due to sepsis. The patient was given IV antibiotics and has been discharged from the hospital. There have been no reports of further complications regarding this event and the patient is currently using their device to find effective pain relief.